Event description:
Device broke or disassembled during use. Per the sales rep: the depth measuring gauge broke while trying to hook lingual cortex to get an accurate measurement. Tip was discarded.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 32 events associated with this event type (device broke or disassembled in use) and product code (B) (4).